Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no backup battery power. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse indicated that the unit would only operate on ac power. Fse removed the ac power and the unit shuts down. The fse replaced the backup battery and external battery; the unit operated when ac removed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.